Manufacturer narrative:
(B)(4). Manufacture date april 8, 2014 to april 10, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.15 ¿ 0.25 mm were observed floating within the fluid of the bladder. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an intermate had particulate matter inside the bladder of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.